Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Patient reported right side rupture diagnosed via magnetic resonance imaging (MRI). The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, d6b, h4, h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b2, b5, d1, d2, d4, g4, h1, h4, h6.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.